Manufacturer narrative:
The insulin pump was received with corroded battery tube, broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, stained end cap sticker, cracked end cap and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the insulin pump broke off and the reservoir was not staying inside. The customer's blood glucose was 103 mg/dl. The customer stated that crack on the battery and on reservoir lid. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.